Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, unknown head, lot # unknown. Catalog #: unknown, unknown stem, lot # unknown. G2: UK. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02106, 0001822565-2023-02107 h3 other text : product location unknown.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day due to infection. During the 1st stage revision, the surgeon elected to use a small comprehensive stem and head, wrapping the whole thing in cement to create a spacer style shoulder whilst the infection cleared up, instead of using a preformed cement spacer. There is no problem with the implants currently in situ. Second stage revision will be performed on an unknown date. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this is now a not reportable event. The reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection.

Event description:
It was further reported that the patient had an infection of his shoulder. The surgeons then did a first stage revision and instead of using a preformed cement spacer. They used a small stem and head, wrapping the whole thing in cement to create a spacer style shoulder whilst the infection cleared up. There is no problem with the implants currently in situ as it has been done as an off-label treatment to try and clear an already existing infection. The date of the initial was about a year ago and the revision occurred about 4 months ago.